Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve resection procedure, the stapler was closed on the stomach and was not able to be fired. The surgeon could not open the stapler and had to tear hard on the stomach. Finally the device opened and a new reload was tried. The same problem happened again. The tearing on the stomach was overstapled. There were no adverse consequences for the patient.